Manufacturer narrative:
The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damaged. Primary audible background test was found in pump event history log. During functional testing using the occlusion test, the reported issue of primary audible alarm background test was unable to be duplicated. The root cause was unable to be determined. The speakers were replaced as a preventive measure. A corrective and preventative action has been opened to address the reported issue. (UDI) was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the pump exhibited a failed alarm test. No patient injury was reported.